Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cut injury procedure on (B)(6) 2016 and suture was used. During the procedure, after opening the foil, a different size suture was found in the foil. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.